Event description:
Event description guidant received information that this fineline lead was removed from service due to impedance being over 2500 ohms. On fluro the physician saw that the tip of the lead, near the steroid collar was bent. There was also blood in the inner lumen of the lead. The lead was removed from service.